Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was received for evaluation and repair on 9/23/2016. The initial inspection showed the battery lock was bent and the drive shaft was observed to be 'sticky'. These issues occur as part of normal wear and tear of the device, and are unrelated to the reported complaint. The autopulse sn (B)(4) was manufactured on 10/10/2008. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive could not be performed. The archive was corrupted, with message 'the size of the data is over the limit (2k bytes)' reported, and could not be downloaded. The initial functional test could not be performed due to the ua45 faults (not at 'home' position after power-on/restart), which confirmed the customer complaint. The drive shaft was rotated back to the home position and the autopulse passed the functional test. Additionally, the clutch plate was deburred to resolve the issue of the 'sticky' drive shaft, a new processor board was installed to resolve the problem of the archive data being over the size limit, and the battery lock was replaced. After the repairs the run-in test and final tests were performed and passed all specifications. In summary, the customer's report of the autopulse platform displayed user advisory (ua) 45 (not at 'home' position after power-on/restart) was confirmed. This was due to the drive shaft not in the 'home' position. Rotating the drive shaft back to the 'home' position resolved the issue for the customer. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that during a daily check the autopulse platform displayed user advisory (ua) 45 (not at 'home' position after power-on/restart) that could not be cleared. No patient involved.